Event description:
One of cadd cassette 100ml w/flowstop started alarming no disposable. Both pump unresolved, patient reports this is the 4th cassette he has had to change out and replace to change over to new cassette and callback prn. No further details provided.